Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a morphology change resulting in an inappropriate shock. This s-ICD was also suspected of exhibiting premature battery depletion; therefore, device data was sent to engineering for review. Data analysis confirmed this device exhibited premature battery depletion and recommended device replacement. This device remains in service. No adverse patient effects were reported.